Event description:
It was reported that this patient observed a red blinking light on their remote monitoring system. Boston scientific technical services (ts) was called for troubleshooting and it was found that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. At this time, the system remains in service. No adverse patient effects have been reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.